Event description:
The facility reported to product surveillance that an overinfusion was identified during patient use of a colleague infusion pump. An infusion of levophed, of an unknown dosage, was running at a normal rate. The nurse went into the room to check on the patient and noticed that the programmed rate had changed from the original programmed rate. The overinfusion caused a spike in the patient's blood pressure and an unknown medication was administered to stabilize the patient's blood pressure. The hospital representative stated that while reviewing the event history of the device, it seems that the guardian software was not in use and programming error had occurred. Despite baxter's attempts, no additional information could be obtained regarding this event thus far. However, the pump is available for evaluation.